Event description:
The patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, h2. If follow-up, what type, corrected data; supplemental MDR inadvertently did not select ¿correction¿ in error.

Event description:
During a file review is was noted that the supplemental MDR #01 should have been submitted as a correction MDR as the information about the replacement was received on 04/06/2023 prior to the initial MDR submission which was on 04/10/2023. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures. The patient reported that they could not feel vns stimulations. The notes state that during the visit ¿tried to increase baseline vns settings for seizure therapy, but it was not tolerable with obvious response and discomfort following increase¿ the patient is noted to have been referred for battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.